Event description:
An incorrect patient ID (pid) was reported for a sample on an advia 2120i instrument. The pid associated with the sample did not correspond to the patient name in the data manager. Only corrected results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the incorrect pid.

Manufacturer narrative:
Siemens technical support was contacted by the customer. After evaluation of the issue, it was determined that the patient ID (pid) exceeded the limit of 14 digits as documented in the siemens manual "communications links between the data manager and a host computer". The result was that the pid of 15 digits was truncated to 14 resulting in the pid for two patients to be the same. When the data manager did a search for patient demographics, it selected the first sample that matched the truncated pid. The instrument is within specification and operational. No further evaluation of the device is required.